Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that viscoelastic product was used during a cataract procedure in which the patient experienced post-operative endophthalmitis and bacterial infection in the right eye. The patient was treated post-operatively with antibiotics and steroids. A pars plana vitrectomy was subsequently performed. The patient's issue is reported to be resolved with treatment. Additional information has been requested.